Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronically totally occluded (cto) lesion in the left anterior descending (lad) artery. During advancement of the progress guide wire, resistance was met with the patient's anatomy and the tip separated. Attempts to retrieve the separated tip were unsuccessful, and the separated tip remains free-floating in the patient. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The decision was made to stop the procedure at that time and the case was postponed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.